Event description:
It was reported that the patient was in a car accident, that the ipg has flipped, and that the patient experienced discomfort at the ipg pocket site. Surgery may occur to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
Correction: b3 - date of event: in earlier report, (B)(6) 2016 should have been entered as the estimated date instead of (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.